Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: laser-assisted lead extraction of a retained lead remnant in the femoral and iliac veins. Journal of cardiovascular electrophysiology. 2021;32:2337¿2339. Doi: 10.1111/jce.15134. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding a lead extraction of a retained lead remnant in the femoral and iliac veins. The article reports a patient who was admitted to the hospital for recent delirium and acute decompensated heart failure. During the hospitalization, the patient complained of left groin discomfort with associated ulceration and cellulitis. Wound cultures were positive for proteus mirabilis and bacteremia from the same microorganism was also identified. The patient was treated with beta-lactamase inhibitors. Several days after the antibiotic treatment was initiated, a foreign body was noted protruding from the left groin. Upon physical examination, skin ulceration with extrusion of a lead remnant was observed. Abdominal x-ray and computer tomography (CT) scan were performed which confirmed the presence of a remnant of a previously implanted lead. The decision was made to extract the remnant lead completely. Initial dissection in the area revealed a single cut abandoned lead remnant with the outer insulation intact. The inner coil, however, retracted deeper into the body. The lead was removed via laser sheath extraction. The status/disposition of the lead is unknown. No further patient complications have been reported as a result of this event.